Event description:
The sutures broke on this device while sliding the knot. A knot pusher was being used. It was stated that the suture was retrieved and another device from a different lot was used and had the same outcome. A third device was successfully used. It was reported by the sales rep. That the t's remain in the pt.